Manufacturer narrative:
Investigation summary: it was reported there were black specks of fiber on hypodermic needle. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a list of different products. No other information was provided. As a sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 303018, lot number 1172936. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that small black fibers were found on the bd precisionglide¿ needle before use. The following information was provided by the initial reporter: "there were black specks of fiber on hypodermic needle. Pack was not used."